Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the lead was suspected to be dislodged. In addition, high pacing impedance was noted during implant however, it was noted to decrease recently. The physician was planning for a possible revision and an xray to be obtained to further assess the lead. Additional information obtained from the field which indicated that a revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the lead was suspected to be dislodged. In addition, high pacing impedance was noted during implant however, it was noted to decrease recently. The physician was planning for a possible revision and an xray to be obtained to further assess the lead. As of this time, the lead remains in service. No adverse patient effects reported.